Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and corrections. Updated fields: d8, d9, h3, h6, h7, h9. Corrected fields: d3, d4 (lot, UDI), d7a, g1b, g2 (consumer was inadvertently checked on previous report). The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Event description:
It was reported the thunderbeat tip broke off in the patient during a procedure. The surgeon was able to retrieve it. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.